Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed an itchy and inflamed skin irritation under the front therapy electrode pad. The patient was given a cream from his rehabilitation center to apply to the irritation and has removed the lifevest to allow the irritation to heal. The medical outcome of the irritation is unknown.